Event description:
The patient reported that they turned on the stimulation about a month ago and it only worked on one side. The patient didn't know if they did something, but now they were getting a severe shock on their butt where the battery was.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.